Event description:
In 2007, the sales rep reported that during a l1-s1 procedure, the t-handle was excessively worn down from use. Add'l info received on 12/05/2007 via telephone, the sales rep reported that the steel piece where the tap joins the handle had become loose and did not hold the tap anymore. There was no reported pt injury or surgical delay.

Manufacturer narrative:
Eval is pending.